Event description:
It was reported a cartridge change error occurred during the loading sequence. Additionally, the it was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. The customer¿s blood glucose level was 97 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.